Event description:
Premature infant delievered via cesaerian section, transferred to nicu. During nurse's asessment in nicu, found blue luer-lock to IV tubing to be leaking onto infant's bed. Blue luer-lock and extension tubing changed to PICC line. The leak was not at the connection site, and appeared to be leaking from the hard dark blue plastic area. Please note: we have had 2 other instances with the same blue luer-lock also found to be leaking. However, these other instances occurred on our oncology unit during chemo administration.====================== health professional's impression======================defective device.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 248 mg/dl and 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.